Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation biomed had an arctic sun device that was not cooling because of faulty chiller.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller assembly. A review of the risk document, fmea ra2800010 rev 24, was performed for this investigation. The reported event is addressed in step #ra103. Based on this review the risk acceptable. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation biomed had an arctic sun device that was not cooling because of faulty chiller. Per sample evaluation results received via task on 17jun2025, it was reported that the bent frame at base of the unit. No clear label on control panel bracket. Banging or clanking noise coming from compressor upon applying power. Per sample evaluation results received via task on 24jun2025, it was reported that the tank seals were replaced due to worn/torn.

Event description:
It was reported that the during sample evaluation biomed had an arctic sun device that was not cooling because of faulty chiller. Per sample evaluation results received via task on 17jun2025, it was reported that the bent frame at base of the unit. No clear label on control panel bracket. Banging or clanking noise coming from compressor upon applying power. Per sample evaluation results received via task on 24jun2025, it was reported that the tank seals were replaced due to worn/torn.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller assembly. The arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. Fdl was inspected and tested. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.